Manufacturer narrative:
(B)(4). A field service representative went onsite to evaluate the ventilator. The o2 sensor was replaced and the preventative maintenance was performed. The reported problem was resolved. The fsr confirmed the ventilator passed all testing and met all vyaire OEM specifications. At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator had o2 related alarms while in use on a patient. The patient was placed on another ventilator. The customer advised there was no patient harm associated with this event.